Event description:
Additional information received from the vad coordinator, after meeting with the outside hospital that cared for the patient, confirmed that the patient had been admitted at the outside facility for an infection workup (the infection source and site were not known). This workup included a transesophageal echocardiogram (tee) with a possible mobile mass (¿more likely papillary muscle¿) and no neurological events or intervention related to the potential mass. The patient was later reported to have experienced a middle cerebral artery (mca) infarct of unknown etiology, not thought to be therapy-related, which was removed via thrombectomy. The patient was reportedly released and, after returning to the vad center for a follow-up, had a fall at home resulting in a head laceration. The patient was evaluated by neurosurgery for a traumatic intracranial hemorrhage, with no intervention performed, and was discharged home off anticoagulation medication with scheduled outpatient follow-ups. There was no myocardial infarction, as initially documented from the original reported information that included chest pain, shortness of breath, and abdominal pain with echocardiogram (echo) and computed tomography (CT) consistent with patient condition documentation. The new information indicated that the original information received was not reflective of patient condition, and despite reports that the events were not related to the device, the event will be updated to reportable for potential device relation. The clinician reported that no further information would be provided related to the events.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus in the inflow cannula could not be confirmed as no product was returned for evaluation and computed tomography images were not provided for review. Additionally, review of the submitted log files confirmed low flow alarms; however, a specific cause for the reported alarms could not be conclusively determined. Further, a specific cause for the patient¿s infection could not be conclusively determined through this evaluation, and a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported embolic and hemorrhagic stroke, fall, chest pain, abdominal pain, and shortness of breath could not be conclusively established through this evaluation. The submitted controller event log file contained events from 26oct2025 to 30oct2025. Intermittent low flow hazard alarms were captured on (B)(6) 2025 and (B)(6) 2025 as the estimated flow hovered around the low flow threshold of 2.5 liters per minute (lpm); however, on (B)(6) 2025 through the reminder of the file, the estimated flow increased to a typical range of 3.2-3.6 lpm. No other notable events or alarms were observed, and the pump appeared to function as intended at the fixed speed. It was communicated that the account contacted abbott technical services from outside of the hospital emergency department for assistance with low flow troubleshooting. The patient, then, presented to the emergency department with complaints of chest pain, abdominal pain, and shortness of breath. The patient¿s flows were reportedly ranging from 2.0 lpm to 2.4 lpm, resulting in audible low flow hazard alarms. The patient¿s mean arterial pressure was reported to be 64 mmhg. The account further reported a left ventricular assist device speed of 5500 revolutions per minute, a flow of 2.9 lpm, a power of 3.1 watts, and a pulsatility index of 3.7 at the time. One liter of intravenous fluids was administered, and the patient was awaiting an echocardiogram and computed tomography scans per the physician¿s request. Cardiology was consulted and recommended an echocardiogram and evaluation of log files. It was later communicated that the patient was admitted from (B)(6) 2025 to (B)(6) 2025 for an infection workup when a transthoracic echocardiogram revealed a possible mobile mass on the inflow cannula which was noted to be likely papillary muscle; however, a transesophageal echocardiogram could not confirm the thrombus. No neurological events were noted during this admission, and no intervention was taken for the potential mass. On (B)(6) 2025, the patient was admitted to an outside hospital with no transfer to the ventricular assist device (vad) center after experiencing an acute middle cerebral artery stroke status post thrombectomy with an unknown etiology. The stroke was reportedly not attributed to the device, and no additional information was available. The patient, then, had an outpatient follow-up in the vad clinic on (B)(6) 2025. Soon after on (B)(6) 2025, the patient fell at home with a head laceration and was transferred to the vad center on (B)(6) 2025 for a neurosurgery evaluation on traumatic intracranial hemorrhage. No intervention was taken, and the patient was discharged off anticoagulation with outpatient follow up. Multiple attempts were made to obtain additional information regarding the reported events; however, the account stated that they would not provide any additional information. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the IFU page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 lvas patient handbook, rev. A are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including pump thrombosis, stoke, and infection (local, driveline, and pump pocket), that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also outlines situations that can result in a low flow alarm and further explains that changes in patient conditions can result in low flow. Section 5 of the IFU, "surgical procedures", instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. This section also instructs to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU, ¿patient care and management¿, lists thromboembolism and infection as a potential late postimplant complication. This section, under ¿anticoagulation¿, also provides the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Section 5 of the patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿ outline system controller alarms, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.